Manufacturer narrative:
H6 corrected.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to failure to deflate causing aneurysmal dilation to the patient. A new app was implanted. No further complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to failure to deflate causing aneurysmal dilation to the patient. A new app was implanted. No further complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.